Event description:
Reporter alleged the customer received discrepant back to back blood glucose results of 328 mg/dl, 90 mg/dl and 277 mg/dl when all tests were performed within 10 minutes of the advantage system. Reporter also alleged the customer received another reading of 66 mg/dl within 10 minutes of the 277 mg/dl result on the same system. Reporter stated the customer was disoriented and she had to treat him with orange juice and honey. No other actions were reported taken or treatment received. A request was made for the return of the affected product.